Event description:
The hospital informed the manufacturer, berlin heart (B)(4), that they observed some changes in the movement of the membrane interstices in an excor blood pump connected to a patient supported in lvad configuration with excor vad system. The clinic reported that they exchanged the affected excor blood pump due to an assumed membrane defect. The patient tolerated the blood pump exchange well. The site reported that the patient did not experience any untoward effects.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 to (B)(6) 2015 (148 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. On the initial visual inspection blood was detected between the membranes in the area before the stabilization ring. This indicates a defect of the blood membrane. After disassembly a hole was determined in blood membrane on the rolling radius of the stabilization ring. During the failure investigation, in the area of the hole, a reduced blood membrane thickness was detected. Furthermore the distance of the membrane layers to each other was observed to be not exactly parallel. The reduced membrane thickness indicates that an uneven load of the membrane may have occurred and over stretched the membrane, which resulted in reduced thickness and eventually led to a blood membrane defect at the thinnest location. The uneven load on the membrane may have been caused by membrane layers not being exactly parallel to each other.